Manufacturer narrative:
The customer reported that during a pulmonary 4d patient scan, the front cover of the gantry opened and the bellows tubing strap that was around the patient got caught inside the gantry and pulled away from the patient. The philips field service engineer (fse) confirmed that the front gantry cover only came slightly open on the right side due to 2 out of 4 latches not being secured; the entire cover did not come open. The fse confirmed that there was no harm to the patient or the operator. The fse went on site to evaluate and confirm the reported issue. The fse found that 2 of 4 latches that hold the front gantry cover closed were not secured after the last service visit. The fse confirmed that there was no malfunction of the service latches on the gantry. According to the fse, the 2 unsecured latches on the one side of the gantry caused a gap between the front cover and the cone. This allowed the small black tubing of the bellows to get caught while the patient was being positioned for a surview scan. The strap got caught as the couch was being translated inside the gantry. The breathing strap was hanging off the side of the couch. The operator pressed end study when they noticed the breathing strap was caught in the gap, which resulted in the gantry rotating back to its home position and pulled on the tub. The bellows tubing then broke. The fse inspected the latches on the front gantry cover, verified proper gantry rotation, and verified that there was no damage incurred to any gantry components. The probable cause was improper service during a previous service visit. The service latches on the gantry cover were not properly secured by the fse. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that while setting up for a scan, a chest bellows strap was caught in the gantry and was rotating with the gantry. The operator hit end study when they noticed the strap was caught in between the gap, so the gantry rotated back to the home position. No one was injured. This issue is currently under investigation.